Manufacturer narrative:
This is report two of two related to a case that occurred at the (B)(6) clinic on (B)(6) 2020. The first report was submitted under manufacturer report number 1222780-2020-00092. Serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Serial number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant.

Event description:
This is report two of two related to a case that occurred at the (B)(6) clinic on (B)(6) 2020. The first report was submitted under manufacturer report number 1222780-2020-00092. It was reported that at the end of the biopsy, the device wouldn't lavage which caused a hematoma and severe bleeding at the biopsy site. At this time, there have been no additional issues reported with patient recovery.